Event description:
It was reported that the customer's pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.